Event description:
The customer reported, that while the unit was in use on a patient, the n2o flow slowly increased without customer adjusting any controls. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the n2o flow was constant at 4 liters/minute, and could not be decreased or increased using the front panel n2o knob. He replaced the flow meter assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.